Event description:
Sometime in (B)(6) 2011, the pump was interrogated and a motor stall was noted. A pump alarm was heard and confirmed by telemetry. The alarm was due to a motor stall. The pump had intermittent motor stalls and recoveries noted. As of (B)(6) 2011, the pump was in a stalled state. There was no explanation for the stalls: there was no exposure to electromagnetic interference or magnetic resonance imaging. The patient experienced underdose symptoms. The pump contained lioresal. The pump was replaced (B)(6) 2011. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.